Manufacturer narrative:
Continuation of medical devices: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. Product ID 8835, product type programmer, patient. Information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 26-feb-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative from a patient who was receiving bupivacaine (19.130 mg/day, 30 mg/ml) and dilaudid (6.377 mg/day, 10 mg/ml) via intrathecal drug delivery pump for spinal pain. It was reported that after the patient had a fusion surgery in (B)(6) 2018, the patient had numbness on her side along the catheter tract when she used her personal therapy manager. The numbness on the side was only a few minutes after the bolus. No troubleshooting or interventions were performed. The issue was not resolved, and the patient status was "alive - no injury" at the time of this report. Surgical intervention was planned. A dye study was planned to evaluate if there was a small tear in the catheter. No further complications were reported.